Event description:
On (B)(6) 2014, the patient underwent the surgery with the g3 long nail. (B)(6) 2015, the patient felt the pain in the hip joint. The surgeon confirmed x-ray. And he found that the nail and distal screw were broken. The fracture part was non-union. Therefore, the surgeon is planning the revision surgery by g3 long nail on (B)(6) 2015.

Manufacturer narrative:
Investigation summary.

Manufacturer narrative:
Investigation summary: the broken nail and broken locking screw were classified as primary products during investigation. No deviations were found during review of the manufacturing and inspection documents (DHR). The implants returned were documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. Regarding nail: the nail was drill marked within the anterior bridge of the proximal lag screw hole. The anterior breakage line was found within the drill marked area. This misdrilling effect did weak the anterior bridge and caused most likely a notching effect on the lateral side, that favours significant the nail breakage. Misdrilling could occur in case the target device was pre-damaged, instruments were not assembled correctly or bending forces were applied to the drill and/or target device during drilling. The operative technique includes that the target device shall be checked prior to every surgery. Smooth lines of rest are visible on the anterior bridge breakage surface; the bridge broke step by step. The lines of rest run from lateral to medial. These lines of rest indicate (in combination with the found drill marks), that the nail breakage started at the anterior bridge at lateral. After the anterior bridge was fully broken, the posterior bridge followed first step by step and finally spontaneous. The nail broke due to a fatigue fracture. Bearing points on the distal part of the proximal nail hole indicate that heavy loads were applied postoperatively to the implants; these loads did most likely also contribute to the nail breakage. Regarding locking screw: deformations and abrasion marks on the thread windings indicate that the screw had heavily contact to the nail hole rim, most likely due to several loads. Furthermore lines of rest on the breakage surface indicate that the screw broke also step by step in a fatigue fracture. If the screw broke prior or post to the nail could not be determined with the provided information. The customer reported a non-union after approx. 16 months of implantation. Non-unions, postoperatively loads and intra-operatively implant damages are listed as adverse effects in the IFU. Because no manufacturer related issues were found the case is attributed to the patient (non-union, postoperative loads), contributed by the user (intra-operatively implant damages). No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place.

Event description:
On (B)(6) 2014, the patient underwent the surgery with the g3 long nail. (B)(6) 2015, the patient felt the pain in the hip joint. The surgeon confirmed x-ray. And he found that the nail and distal screw were broken. The fracture part was non-union. Therefore, the surgeon is planning the revision surgery by g3 long nail on (B)(6) 2015.

Event description:
On (B)(6) 2014, the patient underwent the surgery with the g3 long nail. (B)(6), 2015, the patient felt the pain in the hip joint. The surgeon confirmed x-ray. And he found that the nail and distal screw were broken. The fracture part was non-union. Therefore, the surgeon is planning the revision surgery by g3 long nail on (B)(6) 2015.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.